Event description:
Country of complaint: (B)(6). During placement of an implant, the surgeon tried to pull out the cage (because it was not properly placed) and the surgeon noted the peek had dropped and chose to leave it in the vertebra.

Manufacturer narrative:
Investigation: no product returned. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause of the problem is most probably user related. According to the instructions for use the following warnings must be observed. "Damage to the implant due to excessive application of force. Always check the correct size every time by using trial implants. Apply the implant in the correct direction. Observe the labeling on the instrument and on the axis of the connector. Mount the implant on the insertion instrument hand-tight as far as it will go. When inserting the implant into the intervertebral space, avoid canting and levering, and take care to maintain an alignment parallel to the endplates. Do not use force during mounting and implantation." No CAPA is necessary.